Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker had an infection and pocket erosion. Reportedly, the patient previously had to have the pacemaker moved into a pocket in the armpit because it was almost poking out of the skin. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remain in service. Additional information received indicates that the patient reports when she moves her left arm, the pacemaker moves as well however, the pacemaker is not protruding and is not giving any discomfort at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and pocket erosion. There were no additional adverse patient effects reported. The pacemaker remains in service.